Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, a patient complained of decreased visual acuity. Because a little bit of after cataract was confirmed, yag was performed, but there was only a slight improvement. The sub-surface nanoglistenings (ssng)-like could be confirmed not only directly below the lens surface but also in the entire optic part. This observation may be the cause of vision loss, but it can not be identified. Additional information was provided that the event was not serious, the patient is recovering, and the causality is unknown.